Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported lockup condition but did observe several event codes logged in the device memory. Physio replaced the system and memory pcb assemblies as a result of the event codes and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was intermittently locking up upon boot up. The device was also intermittently showing service across the screen when powered on. This message on the screen is an indication of a device lockup as well. There was no patient use associated with the reported issue.